Event description:
It was reported that the system controller was exchanged due to a verdigris noted in between the bend relief. In the downloaded log file from the returned heartmate 3 system controller, incidental findings of a driveline disconnect and controller shutdown were observed. A driveline disconnect alarm was observed at 15:09:16 on (B)(6) 2025. At 15:10:22 on (B)(6) 2025, the controller shutdown sequence was observed to be initiated. The controller was observed to be powered on again at 15:11:38 on (B)(6) 2025. The driveline was observed to be reconnected at 15:11:57 on (B)(6) 2025, and the pump resumed operation. Another driveline disconnect alarm was observed at 9:59:19 on (B)(6) 2025, which appears to be consistent with the provided information that the controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The customer communicated that this driveline disconnection occurred while the patient was practicing controller exchanges in the clinic. The retrieved controller event log file data from the reported event date of 11feb2025 was reviewed. A driveline disconnect alarm was captured at 15:09:16, resulting in a brief pump stop event. The driveline was reconnected, and the pump ramped back up to the set speed by 15:12:05. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the controller shutdown before the controller exchange was part of the controller exchange practice with the patient at the clinic. It was noted that this is their usual practice at the center.